Event description:
During preventative maintenance of the device, the user reported that the rubber bumpers were falling apart. The rubber bumpers were replaced by the field svc rep. Since the event occurred during preventative maintenance, there was no pt involve.